Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right vessel below the knee. A 2.5mmx30mmx143cm coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. Three inflations were done. However on the 4th inflation at 20 atm, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter with no other devices. There was no damage or irregularities noted. The device was pressurized with an inflation device filled with water. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The inner shaft within the balloon was flattened and was kinked at the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right vessel below the knee. A 2.5mmx30mmx143cm coyote nc mr (nc quantum apex¿) balloon catheter was advanced to dilate the lesion. Three inflations were done. However on the 4th inflation at 20 atm, the balloon ruptured. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.